Manufacturer narrative:
Submit date: 02/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tuberculin syringe. The customer reports that the tips are snapping off when removing the caps. Some are breaking on first draw in a vial. Some are damaged inside of the box. Needles are breaking at the hub and some hubs were also cracked. The customer also states that the depression pad of the plunger would be missing so when opening the syringe it would fall onto the floor.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. The actual sample involved in the complaint event was received for evaluation. The manufacturing plant received one unpackaged syringe sample with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. The luer taper and part of the barrel face was broken off the syringe barrel at the shoulder and the barrel finger flange and plunger rod thumb rest was broken off the syringe. Magnified visual inspection indicated the plastic experienced fracture failures. The majority of the barrel print was rubbed off of the molded barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to broken syringe components includes, but is not limited to: - incorrect timing of the syringe assembly machine. - jammed components in the product flow path of the syringe assembly machine. The following control mechanisms are in place to prevent the occurrence and acceptance of broken syringe components from the syringe assembly processes: the design and materials of the syringe assembly and hooded needle has been verified to comply with the applicable iso standards. Visual, dimensional and functional specifications have been established to ensure the reliability of the syringe function. The manufacturing plant maintains material verification processes. The resin and hooded needle assemblies must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process.

Event description:
The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Maintenance requirements are defined for the molding tool to ensure continuing process capability. The syringe assembly machine is set-up to seat the hooded needle assembly onto the syringe assembly with sufficient force to permit a linear removal of the needle sheath per the instructions for use. Detection systems verify the assembly of the syringe and packaging during the manufacturing process. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly to prevent incorrect assembly or damage to the syringe assembly. During manufacturing, associates inspect and test product to ensure product specifications are met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. The syringe is designed as a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.